Event description:
It was reported the programmer rf (radio frequency) head connector is loose on a printed circuit board assembly, possibly from constant tugging of the wand cord. The programmer was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the rf (radio frequency) head connector on a printed circuit board assembly is loose. Analysis also found the keyboard latch is broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067 rf (radio frequency) head; product ID 229047 analyzer. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.